Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor fell off after being exposed to moisture. The customer further reported feeling like fainting and was unable to self-treat. The customer¿s husband gave her oral glucose as treatment. A subsequent reading of 105 mg/dl was obtained on an unspecified device and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to adhesive issue-overbandage/support mount to the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported the adc freestyle libre sensor fell off after being exposed to moisture. The customer further reported feeling like fainting and was unable to self-treat. The customer¿s husband gave her oral glucose as treatment. A subsequent reading of 105 mg/dl was obtained on an unspecified device and no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported the adc freestyle libre sensor fell off after being exposed to moisture. The customer further reported feeling like fainting and was unable to self-treat. The customer¿s husband gave her oral glucose as treatment. A subsequent reading of 105 mg/dl was obtained on an unspecified device and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. H4 (device mfg date) were updated based on returned product download.